Event description:
As reported during use the fogarty catheter balloon did not deflate. The clinician tried to deflate the balloon multiple times using the syringe that comes with the device and additional syringes on the field but the issue was not resolved. Eventually, they had to pull the device back into the sheath as far as they could which caused the balloon to pop. There was no patient injury. The device is not available for evaluation per the customer.

Manufacturer narrative:
Additional product codes include kra catheter, continuous flush. The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was completed and the product passed without nonconformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.